Manufacturer narrative:
Final analysis found (B)(4) test failed between outer and inner coil. No damage or insulation breach was found and the cause of (B)(4) test failure could not be determined.

Event description:
It was reported that during implant procedure, noise was noted on the right ventricular lead. The noise could not be resolved. The lead was not used and another was implanted successfully. The procedure was completed without any adverse consequences to the patient. The patient was stable.